Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a coronary artery bypass graft procedure, a leakage was observed near the recirculation line of the affinity nt oxygenator. The issue did not impact the patient or the procedure time, as another oxygenator was immediately used as a replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B.5.medtronic received additional information that there is a port near the arterial filter where the leak occurred. The device itself leaked. There was 20ml of patient blood loss as a result of this leak. No transfusion was required. D.4.serial number updated. E.initial reporter name updated. Ime code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.